Manufacturer narrative:
The device was not returned for analysis as the device was discarded; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed utilizing intracardiac echocardiogram (ice). Trans-septal puncture was performed inferior/posterior, and a watchman double curve access system was used to approach the laa. A 24mm watchman flx pro closure device was inserted but did not pass the tug test so was exchanged for a 27mm watchman flx pro closure device. After meeting release criteria, the closure device was fully released. After release, accumulation of pe was confirmed on ice and the patient's blood pressure dropped to the 60s. Transthoracic echocardiogram (tte) was performed, and it was determined that drainage was necessary. Approximately 400-500ml was drained. The blood pressure recovered to the 100s. Although the pe was in the left cardiac system, the exact site or origin could not be clearly identified. Since there was no leakage of contrast agent when angiography was performed before and after placement of the closure device, perforation due to device operation within the laa was considered unlikely. The physician commented that the ice catheter was moved considerably within the left atrium, and the posterior left atrial wall to the ridge is a common site for perforation so it is possible the ice catheter may have scrapped against something. It was further reported that during the procedure there was difficulty visualizing the laa with ice. It was confirmed that during the event the patient experienced cardiac tamponade. The fluid drained was bloody in color and after drainage, the patient stabilized. It was further reported that although the exact cause of the pe is unknown, the watchman double curve access system was more likely a contributor to the event than the 27mm watchman flx pro closure device, thus the device for this event has been updated.

Manufacturer narrative:
B5: additional information added. Section d. Suspect medical device updated from 27mm watchman flx pro closure device to the watchman fxd dbl curve access system.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed utilizing intracardiac echocardiogram (ice). Trans-septal puncture was performed inferior/posterior, and a watchman double curve access system was used to approach the laa. A 24mm watchman flx pro closure device was inserted but did not pass the tug test so was exchanged for a 27mm watchman flx pro closure device. After meeting release criteria, the closure device was fully released. After release, accumulation of pe was confirmed on ice and the patient's blood pressure dropped to the 60s. Transthoracic echocardiogram (tte) was performed, and it was determined that drainage was necessary. Approximately 400-500ml was drained. The blood pressure recovered to the 100s. Although the pe was in the left cardiac system, the exact site or origin could not be clearly identified. Since there was no leakage of contrast agent when angiography was performed before and after placement of the closure device, perforation due to device operation within the laa was considered unlikely. The physician commented that the ice catheter was moved considerably within the left atrium, and the posterior left atrial wall to the ridge is a common site for perforation so it is possible the ice catheter may have scrapped against something. It was further reported that during the procedure there was difficulty visualizing the laa with ice. It was confirmed that during the event the patient experienced cardiac tamponade. The fluid drained was bloody in color and after drainage, the patient stabilized. It was further reported that although the exact cause of the pe is unknown, the watchman double curve access system was more likely a contributor to the event than the 27mm watchman flx pro closure device, thus the device for this event has been updated.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed utilizing intracardiac echocardiogram (ice). Trans-septal puncture was performed inferior/posterior, and a watchman double curve access system was used to approach the laa. A 24mm watchman flx pro closure device was inserted but did not pass the tug test so was exchanged for a 27mm watchman flx pro closure device. After meeting release criteria, the closure device was fully released. After release, accumulation of pe was confirmed on ice and the patient's blood pressure dropped to the 60s. Transthoracic echocardiogram (tte) was performed, and it was determined that drainage was necessary. Approximately 400-500ml was drained. The blood pressure recovered to the 100s. Although the pe was in the left cardiac system, the exact site or origin could not be clearly identified. Since there was no leakage of contrast agent when angiography was performed before and after placement of the closure device, perforation due to device operation within the laa was considered unlikely. The physician commented that the ice catheter was moved considerably within the left atrium, and the posterior left atrial wall to the ridge is a common site for perforation so it is possible the ice catheter may have scrapped against something.

Manufacturer narrative:
B5: additional information added, h6: additional patient code added.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed utilizing intracardiac echocardiogram (ice). Trans-septal puncture was performed inferior/posterior, and a watchman double curve access system was used to approach the laa. A 24mm watchman flx pro closure device was inserted but did not pass the tug test so was exchanged for a 27mm watchman flx pro closure device. After meeting release criteria, the closure device was fully released. After release, accumulation of pe was confirmed on ice and the patient's blood pressure dropped to the 60s. Transthoracic echocardiogram (tte) was performed, and it was determined that drainage was necessary. Approximately 400-500ml was drained. The blood pressure recovered to the 100s. Although the pe was in the left cardiac system, the exact site or origin could not be clearly identified. Since there was no leakage of contrast agent when angiography was performed before and after placement of the closure device, perforation due to device operation within the laa was considered unlikely. The physician commented that the ice catheter was moved considerably within the left atrium, and the posterior left atrial wall to the ridge is a common site for perforation so it is possible the ice catheter may have scrapped against something. It was further reported that during the procedure there was difficulty visualizing the laa with ice. It was confirmed that during the event the patient experienced cardiac tamponade. The fluid drained was bloody in color and after drainage, the patient stabilized.